Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. Customer's blood glucose was 170 mg/dl. During troubleshooting with tandem technical support, the customer was able to clear the screen and continued using the pump for insulin therapy.